Event description:
Per additional information received the patient experienced pelvic adhesions, polycystic ovarian syndrome, endometriosis, noninvasive stage 1 uterine papillary serous carcinoma, vaginal mesh for bladder suspension pelvic and bladder pain, slight urgency and hesitancy, acute onset of constipation, atrophic vaginitis, incomplete emptying of bladder, vaginal cuff, postsurgical changes at vaginal cuff without local tumor recurrence, pink vaginal discharge, vaginal mesh suture erosion contributing to persistent granulation tissue and leukorrhea which required surgical and non-surgical interventions.

Manufacturer narrative:
1750="l" 1695,1888, 3274="nl".

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported that the patient experienced injury, pain and additional surgical intervention.

Manufacturer narrative:
2123, 2597, 2277="nl".

Event description:
Per additional information received, the patient has experienced persistent vaginal bleeding and drainage of malodorous discharge, suspicious sinus tract formation in the right apex of the vagina, minor adhesions of the epiploica at the sigmoid colon to the vaginal cuff. Additionally, the patient required surgical and non-surgical interventions.